Manufacturer narrative:
Service was able to confirm the tip membrane is damaged along the radiofrequency trace. The tip passed the flow test and failed the leak test. The tip failed visual inspection as dielectric breakdown was observed. The tip passed the thermistor test. Due to the dielectric breakdown, no functional testing could be performed. This evaluation confirms customer¿s account of possible sparking from the tip membrane during the treatment. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns. Investigation found glowing or sparking from tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radiofrequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. All treatment tips are visually inspected for defects during manufacturing and packaging. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. There is an existing nc/CAPA opened for this type of complaint.

Manufacturer narrative:
The device has been returned and the product evaluation is underway.

Event description:
A user facility reported a spark and torn membrane at 926 reps during treatment. The patient was not injured.